Event description:
A report was received with the following event description: went to use the defib and it kept saying connect electrodes. Tried using the spare second set of electrodes but got the same message. Ambulance crew on-site and took over. Pt not resuscitated." The pt was described as "thin with protruding ribs and an unusual shape". There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
The device was checked in the hosp medical physics dept workshop after the event. It functioned as expected and no fault found. The reporter indicated that they have determined that the reported problem was due to operator error. Medtronic continues to investigate the reported event.